Event description:
Case reference number (B)(4) is a spontaneous report sent on 11-oct-2022 by another health professional which refers to a 42-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane kysse (lot 19972) to lips (unknown amount, injection technique and needle type). On (B)(6) 2022, the patient had received touch-up treatment with new syringe of restylane kysse (lot 19972) to lips (unknown amount, injection technique and needle type). There was no abnormal issues and the patient was satisfied with the results. On (B)(6) 2022, the patient had experienced swelling (implant site swelling) on lips. On (B)(6) 2022, the patient had contacted the hcp and reported that she started noticing increased swelling to her lips over the last 4 days. The patient was using benadryl [diphenhydramine hydrochloride], which was helping with the swelling, but the swelling was getting progressively worse. The patient had noted filler nodule (implant site nodule) to lower lip and upper right lip. On (B)(6) 2022, the patient had revisited the hcp. Upon assessment, minimal swelling to upper right lip and bottom lip was noted. There was also a nodule in the lower lip and 3 or 4 nodules in upper right lip. The patient was started on treatment with a 10-day taper course of prednisone [prednisone] and unspecified antibiotics. On (B)(6) 2022 and (B)(6) 2022, the patient reported that the swelling improved, and nodules remained unchanged. On (B)(6) 2022, the patient called hcp and complained about worsening inflammation (implant site inflammation). On (B)(6) 2022, the patient revisited the hcp, who dissolved the filler with 3.5 ml of hylenex [vorhyaluronidase alfa] with cannula. She reported that the swelling improved. On (B)(6) 2022 at 1 am, the patient had texted hcp reporting worsening of swelling and throat swelling (pharyngeal swelling) with wheezing (wheezing). The patient went to the emergency room (ER). At the ER, the patient was treated with IV benadryl and IV cortisone [cortisone] and the swelling improved. On (B)(6) 2022, the patient reported that the swelling had returned to pre-prednisone state, and she noticed that the nodules were getting worse. The patient again returned to the hcp who dissolved the filler using 2 ml of unspecified medication with needle. She was finishing the antibiotics and prednisone course. The hcp plans to see the patient next week. Outcome at the time of the report: swelling was unknown. Throat swelling was unknown. Wheezing was unknown. Nodule was unknown. Inflammation was unknown.

Manufacturer narrative:
The serious, expected event of swelling at implant site and the unexpected events of pharyngeal swelling were considered possibly related to the treatment. Seriousness criteria include the need for medical interventions to prevent permanent damage. The non-serious, expected events of nodule and inflammation at implant site and the unexpected event of wheezing were considered possibly related to the treatment. Potential root cause includes treatment procedure or delayed hypersensitivity reaction to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane kysse-no corrective or preventive actions are deemed necessary based on the performed investigations.